Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to the reported error 22005 was confirmed and successfully replicated during testing. A visual inspection was conducted, and no physical abnormalities were identified that could be directly linked to the reported failure. The mtm unit was subsequently installed onto a patient side cart fixture test platform (pftp) system for further evaluation, where the degree of freedom (dof) on axis 1 was found to be malfunctioning. Upon completion of diagnostic testing, the axis 1 motor and axis 1 potentiometer were determined to be related to the fault. The complaint was confirmed based on the field evaluation and failure analysis. A review of the site's system logs for the reported procedure date was conducted by an rpms quality engineer. Investigation revealed the following possible related system errors: error 22005 "homing error on master tool manipulator right (mtmr), axis 1" and error 25521 "link to embedded serializer for master yaw (esmy) is down". DHR review for the device(s) involved with the reported event is not required as there is no indication of a manufacturing issue. The probable root cause is attributed to an electrical failure with the axis 1 motor and axis 1 potentiometer located on mtm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the right master tool manipulator (mtm) of the surgeon side console (ssc) was not responsive and folded up. The site received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, the site was able to recover the error by pressing the ¿recover fault¿ button. The site used the second ssc to continue with the procedure. The tse found several errors 22005 in the logs pointing to the right mtm and error 25521. The tse advised the site to power cycle the system and to verify if the right mtm was free from obstructions. The procedure was completed with the second ssc with no reported injury.